Event description:
It was reported that the 9800 system displayed a "collimator iris" error during a case. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.